Event description:
The reporter obtained a 80 mg/dl and 181 mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states he obtained an additional comparison with blood glucose results 80 mg/dl and 300 mg/dl on the accu-chek advantage system. On both occasions test results were obtained within 10 minutes. No action was taken base on the readings. No adverse event reported. New system sent to customer and return requested.